Event description:
Approximately six weeks post implantation, it was reported that the patient woke up late in the morning and experienced a low flow alarm. The patient drank fluids and became nauseated. Ems was called and the patient was transported to the local area hospital, and was later airlifted to a vad facility. Upon arrival to the vad facility, the patient was noted to have low flows and was " feeling bad." The patient was found to have hematuria, an elevated lactate dehydrogenase (ldh), and pfh. An echocardiogram was performed and revealed the aortic valve was opening every beat. Details regarding further results of any diagnostic testing or initial attempts to treat for a suspected thrombus were not provided. The patient underwent a pump exchange and thrombus was found in the left ventricle. It was reported that the surgeon suspected the thrombus originated in the left atrium due to the patient's history of atrial fibrillation.

Manufacturer narrative:
Please note that the device was not returned for evaluation. Therefore. The pump was not returned to heartware for evaluation as the site opted to perform their own investigation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed a sudden drop in power consumption and flow, as well as "low flow" alarms, which suggests a pump occlusion. The cause of the occlusion may be the thrombus that was visualized in the left ventricle upon explant. It was reported that the surgeon suspected the thrombus originated in the left atrium due to the patient's history of atrial fibrillation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.